Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), pregnancy with contraceptive device ('pregnancy (with complications)') and myomectomy ('myomectomy') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included morbid obesity, multigravida, parity 3 ((B)(6) 2009; (B)(6) 2010; (B)(6) 2012)), fatty pancreas, hypothyroidism, hypertension, haemorrhage in pregnancy and fatty liver. Previously administered products included for an unreported indication: mirena in 2010 and depo provera in 2008. Concomitant products included levothyroxine since 2013 and lisinopril since 2016. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient underwent myomectomy (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, pregnancy with contraceptive device, myomectomy, dysmenorrhoea, dyspareunia and weight increased outcome was unknown and the vaginal haemorrhage had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, myomectomy, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion date provided in pfs - (B)(6) current weight 236 lbs. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet-events "pregnancy (with complications), abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping); dyspareunia (painful sexual intercourse),myomectomy, pain; weight gain, device ineffective , plaintiff did not undergo essure confirmation test ¿, reporter,medical history, historical and concomitant condition added. Events ¿complete bilateral salpingectomy to remove her essure implant and injuries and complications¿ were deleted. Outcome of event ¿abnormal bleeding (vaginal)¿ updated to ¿recovered / resolved¿. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformance's data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("complete bilateral salpingectomy to remove her essure implant") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced injury ("injuries and complications"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and injury outcome was unknown. The reporter considered injury and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("complete bilateral salpingectomy to remove her essure implant") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and injury ("injuries and complications"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and injury outcome was unknown. The reporter considered injury and medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 15-nov-2018: event : medical device removal added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of injury ("injuries and complications") in a female patient who had essure inserted for female sterilisation. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced injury (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the injury outcome was unknown. The reporter considered injury to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.